Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year, 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had been closely monitored due to elevated lactate dehydrogenase (ldh) levels and a history of a transient ischemic attack (tia). It was reported that the patient's pre-implant patient history included left ventricle thrombus and arterial popliteal thrombus. During the patient's clinic visit on (B)(6) 2016, the patient reported that pump power and estimated pump flow values had been slightly elevated during the previous 24 hours. The patient first began experiencing elevated ldh levels on (B)(6) 2016, with an ldh level in the 650 u/l range. On (B)(6) 2016, the patient's ldh level was in the 900 u/l range. From (B)(6) 2016, the patient was admitted due to elevated ldh at an unspecified level. The patient's most recent ldh value was measured at 1273 u/l and, in response, the patient was started on angiomax and integrilin. A ramp study showed that the lvad was functioning as intended, and no adjustments in pump speed were made. It was reported that the patient experienced one episode of tia which occurred post-lvad implant. The patient presented with right sided and tactile weakness, and was admitted from (B)(6) 2016. At the time of the event the patient's inr was therapeutic within the goal range of 2.0-2.5 and their anticoagulation regimen included coumadin and aspirin. In response, the patient was treated with angiomax and dipyridamole, and their inr goal was increased to 3.0. The cause of the tia was not believed to be device or therapy related as it was reported that the device functioned as intended. On (B)(6) 2016, it was reported that the patient had been discharged to home. Close monitoring would continue with monthly clinics visits and labs and regular review of system controller log files.

Manufacturer narrative:
The report of elevations in pump power and estimated pump flow values was confirmed based on the evaluation of the submitted log file; however, a specific cause for the parameter changes could not be determined based on this evaluation. Moreover, a direct correlation between the device and the reported transient ischemic attack (tia) and elevated lactate dehydrogenase (ldh) levels could not be determined. The patient remains ongoing on pump support and no additional events have been reported at this time. The instructions for use lists hemolysis and stroke as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.